Event description:
Ae took place in (B)(6). Rf-needle leaks at hub. Device replaced, patient well off. (B)(4).

Manufacturer narrative:
No patient/user/third person was harmed. No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the affected device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. If no further information is available allowing pajunk to determine the root cause the file is considered as closed.